Event description:
It was reported that during a laparoscopic lobectomy procedure, the 3rd clip was jammed in the jaws. The trigger was opened manually and the jaws were released. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: although the event occurred when the device clamped, the blood vessel around the left gastric artery, no damage on the tissue was confirmed. The clip was fed into the jaws properly before the event occurred. No information on an unexpected resistance or noise at the firing was received. There was no torquing or twisting of the device present at the time of firing. The device was not fired across something hard such as a clip. After the event occurred, the device was fired outside the patient.